Manufacturer narrative:
The device was received at zoll medical united kingdom. The customer's report was duplicated. During evaluation of the device, the impedance calibration was found to be out of specification. The device was recalibrated to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.